Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed; including pressure and clear passage under water testing, and the device was found to be within the product specification range. Additionally, priming testing was performed and no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of clearlink system non-dehp extension set was leaking. It was further reported that the leak was observed despite being clamped. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.